Event description:
Following a generator replacement, it was reported that the pt had good and bad days. The pt experienced a slight shocking sensation when the generator moved. The pt also experienced a tingling sensation in his knees at night when laying it bed. The pt was taking 7 sinemet 25/250 per day. The pt was programmed on (B)(6) 2011. Impedances were satisfactory. It was reported that the pt had marked dystonia of the mouth when using the lower electrodes. Speech was also deteriorated. The pt was still dyskinetic in the right arm and a little in the left hand. Voltage was increased in the right lead with a reduction in dystonia to the hand. The left lead was reduced to lstn1 with cessation of dyskinesia. Ambulation was good. The pt's stride was slightly shortened, and improved with a dose of sinemet.

Manufacturer narrative:
(B)(4).